Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer had an intermittent blank display issue with their pump. The customer believes the pump under delivered as they woke up high. Troubleshooting was not completed. The customer also had highs of up to 397 mg/dl. The customer treated the highs with the pump and manual injections. The insulin pump will be returned for analysis.